Manufacturer narrative:
One ultra fast-fix assembly - curved device was returned for evaluation of the reported complaint mode, "t2 implant fell off". The device was received with the t2 implant present on the inserter needle in its original position; the t1 implant was not returned, and appears to have been cut off. A functional test was performed, and the t2 implant was able to be deployed. The reported complaint was not able to be confirmed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).

Event description:
During a meniscus surgery utilizing the ultra fast-fix assembly ¿ curved, it was reported that the device broke. A back-up was used to finish the procedure. Clarification indicates that the t1 implant deployed successfully, however, the t2 implant fell off. The t1 implant was cut and left unsupported in the patient. There was no damage noted to the packaging. The patient was reported to be in good condition after the procedure.